Event description:
Guidant received info that the pt implanted with this implantable cardioverter defibrillator (ICD) expired in late 2003. Legal paperwork was recently received that included allegations that this ICD caused or contributed to the pt's death.